Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing and found to meet with specifications. The event history log was downloaded and examined: this showed "acu watchdog failure" in the history.

Event description:
It was reported that the device gave an "acu watchdog failure" alarm. No adverse effects reported.